Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. The service history record was reviewed and no repair information was found.

Event description:
The customer reported that the display is blank and will not turn on. The customer noticed the green mains led is activated with the a/c cord disconnected from the wall. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display is blank and will not turn on. The customer noticed the green mains led is activated with the a/c cord disconnected from the wall. The customer reported there was no patient involvement.